Manufacturer narrative:
The sample was not provided for investigation. Based on the data provided, a mutation is suspected for the sample. The investigation did not identify a product problem.

Manufacturer narrative:
The sample in question was requested for investigation. The cobas 6000 e601 immunoanalyzer serial number was not provided.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys nt-probnp g2 assay on a cobas 6000 e601 immunoanalyzer when compared to another cardiac parameter. Nt-probnp result: 10 pg/ml bnp result: about 350 pg/ml. The trend of nt-probnp results was inconsistent with that of bnp results and the physician inquired about the results discrepancy. The reporter alleged about a possibility of the sample being genetically mutated and that might be the cause of the event.